Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that overnight post extravascular implantable cardioverter defibrillator (ev-ICD) system implant, r-waves had diminished and reprogramming was completed the next morning. It was further reported one day later, the patient was brought back to the emergency department due to cardiac arrest and ventricular fibrillation (vf) and then was pronounced as deceased. No further patient complications have been reported as a result of this event. Upon interrogation and review, episodes of coarse ventricular fibrillation (vf) were noted one episode was treated and another with undersensing, not meeting detection was noted.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl013719v); product type: 0264-lead-hv; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.